Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotic ointment for the reported skin flap breakdown. This report is filed january 21, 2016. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced a skin flap breakdown at the incision site. The implanted device remains.